Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, the patient experienced erratic cgm readings, fluctuating between 100 mg/dl and ¿low¿. The cgm eventually remained at ¿low,¿ prompting the patient to continue drinking juice in an attempt to raise her blood glucose; however, the cgm readings did not change. At approximately 10:00 am, the patient began experiencing nausea, disorientation, and vomiting. She was unable to perform a fingerstick test at home to confirm her blood glucose level. Due to worsening symptoms and concern for her condition, her husband drove her to the emergency room without performing a bg test at home. At the ER, the patient¿s blood glucose was measured at 847 mg/dl, while the cgm continued displaying ¿low.¿ the patient was treated with IV fluids/saline, IV insulin, and an unspecified IV medication for nausea (name and dosage not provided). She remained in the ER for approximately 9 hours and was discharged around 7:00 pm, at which time she reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.